Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a solent omni catheter system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure for in stent restenosis in the left leg. The catheter was primed. Aspiration was initiated inside the body. However, a lot of leaking at the pump bay area of the catheter was observed and an error message to check saline supply was displayed. Aspiration stopped and they checked all lines, reloaded; however received the same error message. The procedure was completed with an angiojet solent dista catheter then performed a catheter directed thrombolytics later. There were no patient complications and the patient's condition was fine.